Manufacturer narrative:
The device was found in good physical condition. The logs were downloaded and sent to r&d engineering for review. The log review found the following: "engineering couldn¿t confirm the customer complaint of ¿does not keep speed and time¿. Engineering concludes that the device was working as expected for the programmed values and did not under deliver or deliver including multistep infusion which was interrupted only by door opened alarm". The pump then passed functional testing (pumping with no alarms). The customer complaint of "does not keep speed and time" was not confirmed during testing or in the log review. D9 - date returned to mfg: 10/15/2024.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infusion pump where the customer reported that the device does not keep speed and time. There is unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.